Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with muscle stimulation in and near pacemaker pocket. The patient was seen again in clinic on (B)(6) 2019 with pocket stimulation in bipolar configuration and programming changes were made. The patient felt pocket stimulation again during night after the programming changes were made. The right atrial lead was explanted and replaced due to pocket stimulation. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.